Event description:
A physician in (B)(6) alleges that 5 kidney transplant patients developed bk virus nephropathy due to falsely low tacrolimus results. Because of the falsely low values more tacrolimus was administered causing immune depression which triggered a bk virus opportunistic infection. Two patients had the kidneys removed and had to go back on dialysis.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed tacr is unknown.